Event description:
On (B)(6) 2012, leica microsystems received a complaint from (B)(6) regarding suboptimal processing in association with a power event, from a protocol which commenced and completed on (B)(4) 2012, using peloris tissue processor serial number (B)(4). When notifying leica microsystems of this complaint, the complainant advised that all tissue exhibiting suboptimal processing was diagnosable.

Manufacturer narrative:
An error code was triggered at 01:57am on (B)(4) 2012 when a user attempted to schedule a protocol when ethanol with the minimum final concentration required was not available. The associated info displayed instructed the user to replace the reagent in bottle 10 (ethanol). At 01:58am on (B)(4) 2012, the user removed bottle 10 from the instrument for less than 20 seconds, which is not sufficient time to complete manual reagent replacement, and reset the associated reagent station. Resetting the reagent station sets the reagent concentration to the default value as configured in the reagent type definitions (100% in this case); and resets the number of cassettes processed and the number of cycles and days to zero. (B)(4). Bottle 10 was subsequently used for the final dehydration step in the protocol from which sub-optimal processing was reported. (B)(4). The consequences of using ethanol at a concentration less than the minimum required is re-introduction of water into the tissue which cannot be displaced by subsequent processing steps and contamination of reagents used in succeeding processing steps, ultimately resulting in the sub-optimal processing reported by the complainant. The root cause for the sub-optimal processing reported by the complainant was failure to follow instructions. Specifically, the user failed to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/peloris 11 user manual.